Manufacturer narrative:
The patent's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Foreign- (B)(6). The angiosculpt device was discarded by the facility , thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a moderately calcified and severely tortuous sfa. During the first inflation at 14 atm for 1 minute, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.

Event description:
The angiosculpt device was used to treat a moderately calcified sfa. During the first inflation at 14 atm for 1 minute, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.

Manufacturer narrative:
Block b5: the vessel tortuosity is unknown; therefore, it was removed from the complaint details.